Event description:
It was reported that a patient presented to the clinic on 15 nov 2022 for a left ventricular lead revision procedure due to phrenic nerve stimulation. The lead was unsuccessfully attempted to be repositioned, so the lead was ultimately explanted and replaced. The patient was stable throughout.